Event description:
It was reported to philips that the device failed operational testing due to a loose therapy port connector. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# (B)(4) , the correct cfn# is (B)(4) .

Event description:
It was reported to philips that the device failed operational testing.there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed operational testing due to a loose therapy port connector. There was no patient involvement.